Manufacturer narrative:
A product development event evaluation was conducted. While this case was part of the ide study, this adverse event is consistent with our post-market experience. The failure mode of continued pain potentially resulting in revision surgery is accurately captured on the current risk analysis. The continued pain in this case is most likely a result of the reported patient fall and is unlikely to be related to device design.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with prodisc-l on an unknown date. Patient fell on an unknown date and experienced new lower back pain. The surgeon returned the patient to the operating room on (B)(6) 2013 for removal of the prodisc-l and competitor's posterior screws. Surgeon revised the patient to competitors alif device. This is 2 of 3 reports for the same event.